Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi, dor, dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Comment: there is a doi discrepancy between litigation and the ppd. Due to accuracy, the doi from the ppd will be reported. Should we receive additional information, we will update if needed. Doi: (B)(6) 2009 - dor: (B)(6) 2012 (right hip).

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege that after the surgical implantation of the asr hip implant device, the patient suffered pain and discomfort; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; stiffness; inflammation; chromium and cobalt metal toxicity and lack of mobility.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. - (B)(4).